Event description:
The haptic peeled off right after implanting the lens, lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa (B)(6): the lens was found inside near the middle of the injector tip. The trailing haptic was not tucked. The rod was deformed at the tip and separated from the injector body. The plunger stopper pin was broken. Traces of lubricant was found inside the injector tip and on the lens. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: 251). The exact root cause is not determined.

Event description:
The haptic peeled off right after implanting the lens, lens had to be explanted.